Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred during the load process. Reportedly, the customer filled the cartridge with 300 units. The customer indicated that a new cartridge would be loaded. There was no reported impact to the customer's blood glucose level.